Event description:
Bleeding was noted around the clear hemostasis valve. The valve was not unscrewed from the sheath. The iab catheter was not in place. Event complications: unknown - reported 11/20/96. Pt's current status: unk - rpt'd 11/20/96.

Manufacturer narrative:
Evaluation: a clear, 10 french, 11 inch hemostasis valve assembly was returned for evaluation with blood noted on the exterior of the device. Kinks were noted in the sheath at the sheath/sheath hub junction and at other locations along the sheath tubing. The i.d. Of the sheath was measured and found to be within co's mfg specifications. A sheath/sheath hub leak test was performed on the assembly according to co's mfg specifications. The assembly was verified to be within specification. Using a laboratory iab, the sheath/hemostasis valve assembly was leak tested in order to determine if the valve assembly prohibited the back flow of water through the valve gasket into the stat-gard. Again, the assembly passed this leak test. When a .030" guidewire was placed through the hemostasis valve and the sheath/hemostasis valve pressurized, there was leakage of water between the wire and the gasket wall. Probable cause of difficulty: laboratory examination of the returned sheath/clear hemostasis valve assembly found no defects. It was not possible to verify the true nature of the reported difficulty due to the lack of event details. It was reported that bleeding was noted around the clear hemostasis valve when the catheter tubing was not in place. Leakage should be expected when no guidewire or iab is present. Prior to the balloon's insertion through the sheath/hemostasis valve assembly, it is quite normal for blood to seep either through the small hollow barrel of the blue dilator - which is in place through the hemostasis valve or through the small hole in the hemostasis valve gasket - when the dilator is removed (even with the guide wire in place) due to arterial pressure. Again, this seepage of blood should be expected and should not be considered a product defect. It is a normal occurrence. The valve gasket is present to only minimize the flow of blood - not prevent it. Once the balloon is inserted over the guide wire and the catheter tubing is passed through the hemostasis valve assembly, the valve gasket creates a tight seal against the catheter wall to prevent blood from passing into the stat-gard via the sheath seal. It is possible that the guidewire was removed from the hemostasis valve which resulted in the perceived leak. In addition, a sheath is comprised of a hub molded around the end of a sheath tube. The sheath is made of a soft material so as not to injury the patient's artery during the insertion procedure. It is possible that the sheath was subjected to torque and/or tension at the sheath/sheath hub junction during the insertion procedure creating a leak condition, as evidenced by the kink in the returned item at this location.